Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Concomitant medical products: item number: unknown, item name: unknown g7 cup, lot #: unknown. Item number: unknown, item name: unknown head, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03510.

Event description:
It was reported that the acetabular liner would not mate with the acetabular shell. Another liner component was used to complete the case. No patient harm was indicated. No additional information available at this time.

Manufacturer narrative:
UDI # (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. A g7 neutral e1 liner 32mm d was returned and evaluated. Visual inspection of the liner identified the locking featured has been damaged and likely pressed toward the scallops of the liner. The scallops were also damaged and a hole was visible on the inside diamater likely from the screw. These damages were likely caused during an attempt to impact the liner with the shell and during removal. Dimensional analysis of the product during manufacturing determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.